Manufacturer narrative:
During inspection and testing, the coating of the insertion section was found to be peeled off due to deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, it is possible the issue occurred due to stress being applied, external factors, or handling. In addition, service also found that angulation was out of specification due to the angle wire being stretched, the bending rubber was wrinkled, the insertion section was damaged, the channel was buckled and deformed causing the cleaning brush to get caught, the electrical test failed, and the connector, control body, and cord were damaged. Per the legal manufacturer, these other issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section of the scope was crushed. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating was peeling). There was no harm or user injury reported due to the event.